Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.5-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. The pod was removed, and erythema was observed at the pod site. The patient was taken to (B)(6) hospital on (B)(6) 2025. Symptoms include dizziness, vomiting, coughing, and hyperglycemia. The patient was diagnosed with a cold, the patient was treated with paracetamol and the pod was replaced on advice of the diabetic nurse. The patient was discharged on the same day. The pod has since been discarded by the patient.